Manufacturer narrative:
Information references the main component of the system and the other applicable component is: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the patient via a manufacturer representative (rep) indicated that they had a CT scan and it was determined that the leads moved due to the car accident. The patient would meet with the surgeon on (B)(6) to determine next steps. The patient was contemplating removal of the entire system but would see what the surgeon recommends. The patient was keeping the implantable neurostimulator (ins) charged.

Manufacturer narrative:
The device code (B)(4) no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2016-11-09 reporting that the patient met with the health care professional (hcp) on (B)(6) 2016. Per an hcp, a scan showed that the patient's surgical lead had not moved. The manufacturer representative had not done an impedance check on the patient. The manufacturer representative might meet with the patient next friday (B)(6) 2016 to check the system. The patient stopped getting pain relief and the stimulation location changed after the patient's car accident.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that the patient was reprogrammed last week and received better coverage when they left the office.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2016-11-28 reporting that the patient had texted the manufacturer representative on (B)(6) 2016 stating that they had too much stimulation in their feet and stomach after they had tried the reprogramming for a few days. The manufacturer representative contacted the patient back informing them that the patient could meet the manufacturer representative to fine tune the stimulation and hopefully to take some of the stimulation out of their feet and stomach. The patient stated that they had bronchitis and other health care professional (hcp) appointments. The manufacturer representative told the patient that they would follow-up with the patient soon.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had texted the manufacturer representative about a rear-end car accident the night before the call and was not doing well. The patient had stimulation on the left side but not on the right side. Pain in the upper back was also reported which was suspected to be near the lead site. The manufacturer representative and patient planned to meet that week to reprogram the stimulation to see if better coverage could be achieved. When the manufacturer representative met with the patient it was reported that the car accident was on (B)(6) 2016 and stimulation changed after the accident. Reprogramming was performed. The patient reported that it was better but not as good as it had been prior to the accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.